Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted the blue connector on the heater was missing. The reported issue was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing the blue cap on the heater line. This issue was observed by the patient during set-up. The patient stated that "the connector and the ring cap was missing altogether from the packaging". There was no patient injury or medical intervention associated with this event. No additional information is available.